Event description:
Pt reported experiencing elevated blood glucose levels. Pt stated her blood glucose readings have been 32.8 mmol/l (590 mg/dl), hi and etc. Pt reported she took correction via the infusion device after changing accessories but was not successful. Pt stated she then took correction via pen. Pt's normal blood glucose range is 6 -7 mmol/l (108 - 126 mg/dl). Pt reported her diabetes specialist checked her basal rate and it was okay. Pt stated her and her dr think that the infusion device does not deliver the correct basal rate. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.